Manufacturer narrative:
(B)(4).

Event description:
The pump pocket site became more uncomfortable for the pt. The pt experienced increased discomfort over the pump site. The pt's pants were abrading over the pump insertion site. The pump was "becoming more prominent." The pump was surgically revised/repositioned on (B)(6) 2009. The outcome was described as "pump site revised--no further problems."